Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the operator found no abnormalities before and after disassembly of the guidewire. The device was pre-lubricated with physiological saline before use and inserted into the body to locate the passage. During the procedure, there was some resistance felt. Upon withdrawing the guidewire, the outer coating was found to be creased and peeling. The sample was retained but has been biologically contaminated.

Event description:
It was reported that the operator found no abnormalities before and after disassembly of the guidewire. The device was pre-lubricated with physiological saline before use and inserted into the body to locate the passage. During the procedure, there was some resistance felt. Upon withdrawing the guidewire, the outer coating was found to be creased and peeling. The sample was retained but has been biologically contaminated.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one-photo sample noted one opened (with original packaging), nitinol guidewire. Visual inspection of the single photo sample indicated that the nitinol guidewire was present inside the packaging, with the tip protruding through the packaging. Due to the condition and limitations of the photo sample, the reported failure could not be verified. Therefore, the investigation conclusion is inconclusive. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.